Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to artifact soon after implant. Boston scientific technical services (ts) discussed this behavior is typically due to a setscrew or sealing ring issue, which usually resolves on own within a week after implant. The device is still programmed to secondary vector with no additional events, so appears problem resolved. No adverse patient effects were reported.